Event description:
Per information provided: (B)(6) 2007 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of kugel mesh (device #1). Per operative notes, ¿a kugel patch (device #1) was placed in the preperitoneal space and sewn in diagonal fashion using sutures.¿ (B)(6) 2008 ¿ patient had bowel perforation, mesh erosion secondary to a recurrent incarcerated incisional hernia thereby underwent repair with removal of mesh (device #1) and implant of synthetic mesh. (B)(6) 2008 ¿ patient underwent resection of terminal ileum with end-to-end anastomosis and implant of collamend mesh (device #2) using a modified delayed primary skin closure. (B)(6) 2008 ¿ patient was diagnosed with recurrent incisional hernia, seroma, impaired healing and omphalitis with chronic draining umbilical sinus thereby underwent open repair with removal of mesh (device #2). Per operative notes, ¿fistula tract was in base of umbilicus and rejecting a collamend mesh (device #2) was removed. The defect was identified and bowel adhesed to fascia was noted."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents collamend (device #2). An additional supplemental emdr was submitted to represent the kugel patch (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.